Manufacturer narrative:
Visual inspection: visual inspection showed deposits on the catheter. Permeability test: a permeability test has shown that the valve is permeable. The liquid collected was bloody turbid. Computer controlled test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve is not operating within the acceptable tolerance in the horizontal position. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in inside. To make the proteins / deposits in the valve more visible, they were colored using a staining solution. Result: based on our investigation results, we can confirm the claimed non-adjustability at the shunt system at the time of our investigation as well as an accelerated outflow. The cause of the non-adjustability and the accelerated outflow could be the deposits detected. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (part # fx417t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 17 years, height: 153 centimeters (cm), weight: 57 kilograms (kg), gender: female. Same event as medwatch# 3004721439-2022-00436 and 3004721439-2022-00437.